Event description:
It was reported to boston scientific corporation that during a stent placement procedure the amplatz guidewire the coating flaked off of the guidewire and frayed inside the patient. The coating peeled during manipulation of the device inside the patient. No portion of the guidewire broke off inside the patient. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "ok." Note: the event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed that the core wire detached and separated which is an MDR-reportable malfunction.

Manufacturer narrative:
Analysis of the returned amplatz ptfe guidewire revealed that the guidewire was elongated and unraveled. The coating of the guidewire was scraped in two sections. Additionally, the core wire of the guidewire was fractured. External analysis revealed that the surface presented evidence of elongation in twist or torsional directions. Therefore, the most probable root cause for this incident is operational context.